Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Attorney alleges the patient was shocked 6 times in a matter of minutes, and then references the defibrillator as the cause. The device was explanted and replaced. No patient complications have been reported as a result of this event.